Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 600 mg/dl. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the ICU. The customer declined follow-up from tandem technical support, therefore no additional information was received.